Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in mid right coronary artery (mrca) artery with mild calcification and mild tortuosity. The 3.50x12mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and the bdc was prepped (air aspiration) outside the anatomy prior to use. Then the bdc was advanced to the target lesion; however, was met with resistance due to the antomy and the balloon ruptured during the second inflation to 15 to 16 atmospheres (atm). Therefore, the bdc was removed from the patient without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.